Event description:
It was reported that the device was used during a hysterectomy procedure. It was reported by the affiliate that the staples would not advance. There was no patient consequence.

Manufacturer narrative:
D6: device returned with no lot ID. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 973623. Visual inspections & results: any other noticeable damage, n/a; batch number, n/a; cartidge pan in place/condition, n/a; condition of drivers, n/a; lockout tabs on pan condition, n/a and position/condition of wedge sleds, n/a. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, good. Condition of knife, good; condition of wedge bands; good. Is hyper lockout condition present, no and result of attempted firing, good. Analysis conclusion: based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to why the instrument reportedly "would not advance staples" during surgery. The instrument was returned in good physical condition. The instrument was cycled, fired, cut, and formed the staples within design specs. The instrument was disassembled to examine the internal components and no deformations could be identified. It was concluded that the instrument was fully functional and conforming to design specs. The experience the surgeon reported could not be repeated. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.